Event description:
Philips received a complaint on the v60 ventilator indicating that the battery failed to charge. The device was reported to be in use at the time of the reported problem. The patient was not alleged to have suffered any harm as a result of this and did not desaturate. The field service engineer (fse) provided in the good faith effort (gfe) response that the device was in use when the room ran out of ac outlets. The customer unplugged the device to make room, assuming the v60 device would continue to run on battery. After being unplugged the battery failed. The device was plugged back in and then replaced. The fse attempted to charge the battery and it did not charge. The biomedical engineer provided in a gfe response that the affected v60 has not been placed back in service. The device was still awaiting the battery, as the replacement part is on backorder. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.